Event description:
On 25th march 2026, rayner received notification from a healthcare professional in brazil of an event that occurred following implantation of a rayone toric rao610t. The event description provided states that the patient's post-operative refractive outcome is not as expected.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the post-operative refraction of the patient is not as intended. The patient underwent an additional surgery to explant and exchange the iol. The device has not been returned to rayner. "Reduced vision", "deviation from target refraction" and "iol replacement or extraction" are listed in the "adverse events" section of the rayone IFU. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large and induced surgical astigmatism. Our review of production records for the rayone toric rao610t batch: 075274708 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch: 075274708. There is insufficient evidence and information available to determine the root cause of the event. Additional information has been sought from the reporter; however, to date, no further information has been received.